Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that there was unexpected stimulation. The patient stated that when the MRI technician turned the therapy back on, "I went to the moon." The patient mentioned they experienced terrible pain and were in shock until the technician finally decreased the stimulation. The patient stated that now, every time they walk, they feel a shock. The patient mentioned they tried calling their managing doctor yesterday morning but were unable to connect with them. The patient asked for their healthcare provider's contact number. Troubleshooting could not be performed because the agent offered to walk the patient through making adjustments, but the patient declined and stated they would contact their managing doctor first before making any adjustments. The patient decided to leave the settings as they were. The patient was redirected to their healthcare provider to further address the issue.